Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes red "blood like" foreign matter was discovered in tube. The following information was provided by the initial reporter: tube has red blood like substance in the tubes upon opening a box of tubes.

Manufacturer narrative:
H6. Bd received one hundred (100) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes red "blood like" foreign matter was discovered in tube. The following information was provided by the initial reporter: tube has red blood like substance in the tubes upon opening a box of tubes.